Event description:
It was reported that a patient underwent a cesarean section procedure and suture was used. On (B)(6) 2011, the needle pulled off of the suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: representative and retained samples from the same lot number as the actual device were evaluated. The needles were found to be attached to the suture. No needle related defects or swaging defects were observed in these samples. The representative and retained samples were tested for needle pull test which were found to be satisfactory and met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.